Event description:
An attempted vaginal birth, assisted by the mityvac obstetrical vacuum delivery system, was in process. The physician was handling the suction cup portion of the system and applying it to the crown of the infant's head. He was aided by an rn who was applying suction via the handle vacuum. It was a difficult birth and the physician was having trouble applying\re-applying suction the head with each contraction. The md opted to apply continuious suction the the head, rather than lose position of the suction cup. As a result, amniotic fluid and blood was suctioned past the filter, rending the device unuseable. With no other handle (suction device) available in the facility, the vaginal delivery was changed to c-section. The infant was delivered in good health with the exception of a large ecchymotic area and abrasions on the scalp, corresponding to the size and shape of the suction device. The fluid which was pulled into the device was probably due to the application of constant rather than intermittent suction and an incomplete seal with the infant's head. Examination of the device did not reveal any malfunction. Divine savior hospital ob department has elected to purchase another style of suction device as well as a second scution handle to prevent recurrencedevice labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: foreign material contamination, none or unknown. Conclusion: device discarded - unable to follow-up, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.